Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. On (B)(6) 2020 the patient reported that her pump had been alarming since the end of (B)(6) 2020. She stated that she no longer wanted to see her pump managing physician as she felt that he did not listen to her, so her pump was not refilled at the end of (B)(6) which she thought was probably why her pump was alarming. When offered physician listings, the patient stated that she had called one doctor and been referred to other doctors that did not do pain pumps and she stated that her primary care doctor had not been helpful. The patient then stated that she wished to have the pump removed. The patient stated that she would not have had the pump implanted or gone on any oral medications because she was doing better now that she was seeking out more holistic treatment. Physician listings were sent at the patient¿s request to try and resolve. No patient symptoms were reported.